Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that four to five seconds of pacing inhibition was noted on the telemetry strip. Noise was not able to be reproduced with isometrics and pocket manipulation and all right ventricular (rv) lead measurements appeared to be within normal limits. Upon evaluation of the telemetry strips, boston scientific technical services determined that the non-boston scientific rv lead exhibited loss of capture. The patient was sent for a chest x-ray and the device output was programmed to 5 volts at 1.0 ms. It was noted that the patient is pacemaker dependent. The boston scientific sales representative was contacted and stated that the results from the x-ray are unknown. No adverse patient effects were reported and the investigation is complete at this time.